Manufacturer narrative:
Patient dob & weight not provided for reporting. (B)(4). Device is not expected to be returned for manufacturer review/investigation. Therapy date is unknown. (B)(6). (B)(4) device history records review was conducted. The report indicates that the: part #04.130.354s / lot #9917653 manufacturing location: (B)(4). Manufacturing date: 06.jun.2016 expiry date: 01.may.2026. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the reported device was used in surgery for the second metacarpal bone fracture. After the primary surgery, intense rehabilitation had been performed since the fixation part had been bent severely. The plate in question had been broken, it was dicovered by x-ray's taken on (B)(6) 2017. Thereafter, the revision surgery of the plate was performed on (B)(6) 2017. During the revision surgery, the refreshment of the fracture site and ileac bone grafting were performed. Then, the new va hand plate was placed after reducing the fracture part by a wire. Safhs (ultrasonic bone fracture therapeutic unit) had been used for follow-up. According to the surgeon¿s opinion, the metacarpophalangeal joint was becoming rigid, so there might be large load on to the entire metacarpal bone. The revision surgery was extended for 5 minutes. This complaint involves 1 part. Concomitant devices: unk quantity of unk screws. This report is 1 of 1 for com-(B)(4).